Event description:
Follow up information reported that the patient was discharged from the physician¿s practice. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the patient had fallen this afternoon and their "right leg was not working". It was reported that after the fall, the stimulation felt "funky". It was reported stimulation was in the wrong place. It was reported, it was in her legs/hips and now it was in their feet and calves. It was reported, the patient's mother was there and the patient will most likely go to the ER. It was reported, the patient had pain, weakness, and less than 50% therapy relief in their right leg. It was reported, the patient had an appointment with their hcp on monday and would have the manufacturer representative evaluate the system. It was noted, the patient had caught her babysitter stealing her pain medication and was going through withdrawal this week. It was reported, the patient will see the rep and hcp today. It was reported, the patient was seen in the "ed" thursday and was discharged some time on friday with a walker. It was reported, the patient presented to hcp today, walking without assistance. It was reported, the patient had an MRI and CT scan while in the hospital, the results were unknown. It was reported impedance check showed all contacts were within normal limits. It was reported that stimulation had not been working, nor effective since implant. It was stated, the patient had not been using stimulation for the past several days. Upon interrogation, diary usage showed the patient had used stimulation nearly every day with 80% overall usage, patient recharging every 5.5 days with an average of 6/8 coupling. Positional trends showed patient was upright 39-45% of the time and lying 50% of the time. It was reported the patient was given 3 new programs to try at home in order to receive better pain relief.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4) .